Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device telemetry and outputs were normal. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found close to the end-of-service level. Hybrid circuitry was tested, indicating normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported a patient's pacemaker presented with premature battery depletion after an epi notification was observed in merlin. The device was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.